Manufacturer narrative:
The device passed testing. No overheating was noted. A s233 (overtemperature-psc) malfunction alarm code found in device history but was not duplicated during testing. Although no overheating was found during testing, the fan was not rotating as expected during the battery charging. The probable cause of the customer reported overheating was a broken fan. This report represents all information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device was overheating. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were unk reports of adverse patient events and unk reports of delays in critical therapies while the device was in clinical use. No additional information was provided.